Event description:
It was reported by service report that the scale and bed exit was inoperative. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot left load cell cable, foot left load cell.